Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Lens not returned for evaluation. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic and one haptic torn. A piece of the other haptic was torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single piece lens and the lens tore. The lens was removed with no patient complications. Another same model lens was implanted. The reporter stated the cause of the event was due to a loading error.